Event description:
The account alleged the bed exit will place a local call but not a nurse call.

Manufacturer narrative:
The account checked across the jbox pins 30-31 and found them open. The account replaced the jbox to repair the bed.